Event description:
Pt admitted to hosp and on telemetry. Had permanent dual chamber pacemaker (implants 10/16/91). Had episodes of pmt and was transferred to ICU. Had repeated episodes of pmt followed by bradycardia (20-30's) without pacemaker response. Unable to access permanent pacemaker with 9600 programmer. Temporary pacemaker vvi placed. After placed, permanent pacemaker had intermittant pacing without sensing, competing with temporary pacemaker which was at this time turned off. This competition (between temp/permanent) continued for several hours after which there was no further activity from the permanent pacemaker. The pt's rhythm was maintained with the temporary pacemaker. The pt was taken to or 7/29/93 forpacemaker generator replacement. Pt impact; potential life threatening.the pt did not have an adequate underlying rhythm, neccessitating the need for a temporary pacemaker. In addition when the temp/perm pacemakers were competing there was a high risk for ventricular arrhythmias.